Event description:
It was reported that there was an end of life (eol)/ end of service (eos) message. It was recommended that the implantable neurostimulator (ins) be replaced. The implant was an elective replacement indicator in (B)(6) 2014 and stimulation and coverage were fine. Because of financial reasons the patient was unable to get a replacement so the implant went into eos on (B)(6) 2015. The battery depletion was normal, 9 years. The patient had two cervical leads and two thoracic leads. It was suspected that there was a possible 0 electrode being out of range and higher at 3000 ohms. The patient set up was a1: 0-, 1+, 2-, left arm a2: 4+, 5-, 6+ right arm a3 13, 14, 15 +, -, - 5.4v. A4 8, 9, 10 +, -, -. On (B)(6) 2015 it was noted that the patient was going to be seen in the clinic the following week. On (B)(6) 2015 it was noted that the x-rays were performed to determine the cause of the impedance issues but there were no obvious lead fractures. The generator had reached eos and that troubleshooting was to be done during the upcoming generator replacement surgery. The patient had elected for ins replacement but the manufacturer representative had not been contacted with a date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 389033, lot# j0537793v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-56, lot# j0455217v, implanted: (B)(6) 2005, product type: lead. (B)(4).